Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure 810:11. This condition had the potential to interrupt delivery. This condition occurred upon power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 810:11 was confirmed, but could not be reproduced during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. This device is an unremediated colleague pump with a user interface module software version of 6.13.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.